Manufacturer narrative:
The reported adverse event was a dental crown fell off. The event date is approximate. Customer contact information, mailing address and phone number were not provided.

Event description:
A consumer reported that their essence+ power toothbrush caused their dental crown fell off.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.